Event description:
Pt called lfs in sept 2003 alleging that pt was seen in the e.r., since they had not received the one touch ultra replacement meter. Pt had called lfs a day earlier and asked to have the replacement meter sent to the pharmacy. The meter was replaced due to an unresolved power issue. Pt had a cold and was feeling light headed during the time of concern. Pt had a blood glucose results of "37mg/dl" on the hosp meter and was treated with sugar water. Based on the info supplied by the pt, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. And there is evidence to suggest that the pt suffered an adverse event due to the meter malfunction. Pt was unable to test since the replacement meter was in route to the pharmacy and they only had the malfunctioning meter in possession. Pt had no other means of testing the blood glucose level.